Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving four occlusion alerts and restarting the pump four times while using a replacement ilet. Despite using a new box of supplies, the same alerts occurred. The agent walked the user through a successful dry run and supply change. The pump displayed blood glucose (bg) levels above 400 mg/dl, confirmed by the user¿s glucometer. The agent assured that corrective insulin doses would be delivered once reconnected. On (B)(6) 2025, during follow-up, the pump continued showing high levels trending flat. Reports confirmed corrective insulin was being delivered, but the user had not tested ketones yet. No new occlusion alerts occurred, and another follow-up was scheduled. On (B)(6) 2025, the user confirmed glucose levels had returned to range and no further occlusion alerts occurred. The patient felt fatigued during the event. No medical intervention was required at the time of call.